Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted MFR report# 2916837-2020-00285 was sent in error. It was determined that the results obtained were not on patient samples, therefore this is not considered to be a reportable malfunction.

Event description:
It was reported that while using bd facscanto¿ ii flow cytometer erroneous results were obtained. Fluorescent coloration in gsp cells observed, when measured the peak is same as negative control. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: fluorescent coloration is clearly seen in gsp cells under microscopic examination, but when measured, the peak is almost the same as that of negative control. Additionally, on 2020-11-16 the fse provided the following additional information: the customer currently uses the instrument as usual. It seems that there is a problem with the device settings (fsc was taken in log). There is a possibility that data will come, but it seems that it is not affected by the equipment. It was considered that there was a problem with the device settings (fsc was taken in log), and the customer confirmed that the device was not affected according to bdj's advice on the phone.

Manufacturer narrative:
Medical device expiration date: na a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. FDA device problem code(s): 1535 FDA patient problem code(s): 2199

Event description:
It was reported that while using bd facscanto¿ ii flow cytometer erroneous results were obtained. Fluorescent coloration in gsp cells observered, when measured the peak is same as negative control. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: fluorescent coloration is clearly seen in gsp cells under microscopic examination, but when measured, the peak is almost the same as that of negative control. Additionally, on 2020-11-16 the fse provided the following additional information: the customer currently uses the instrument as usual. It seems that there is a problem with the device settings (fsc was taken in log). There is a possibility that data will come, but it seems that it is not affected by the equipment. It was considered that there was a problem with the device settings (fsc was taken in log), and the customer confirmed that the device was not affected according to bdj's advice on the phone.